Event description:
Intermittently under-sensing on the lead causing classified termination of ongoing at/af. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).